Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) was not showing ECG measurements. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. Corrected fields: d5. Additional information: e1 (event site address line 2: (B)(6)) a getinge field service engineer (fse) evaluated the unit and connected trainer and checked on 80, 60, 100 and 130 bpm for 1 hour, the ECG is showing properly. All functional tests passed. Machine working ok. ECG cable was faulty. Replaced with new lead wire. Now ECG is showing. Handed over machine to customer in good working condition. Fse completed repair with all functional and safety tests per  manufacturer  specifications.

Event description:
N/a